Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the trend arrows on the continuous glucose monitor graph were missing. Cusotmer's blood glucose was between 80-150 mg/dl. Reportedly, issue had resolved prior to troubleshooting with tandem technical support.